Event description:
It was reported to medtronic minimed that the customer experienced dose log/report data inaccuracy. The customer reported no adverse events. The event involved product(s) mmt-105elpkna. The customer reported a false dose just before or after cartridge replacement. Instructions were provided to resolve the issue, and no escalation was required. The customer reported that the dose knob or dial is difficult to turn, but the dose amount is recorded in the inpen application (logbook or home screen) greater than 1.0 units. No harm requiring medical intervention was reported. Mmt-105elpkna was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. However, inpen failed dialing alignment. Two tick marks appear in dose window with different doses mark appears in the alignment gage window when rotating counterclockwise. Inpen passed front cap investigation. In conclusion: inpen passed all required testing. Dose log/report data inaccuracy was not confirmed. However, inpen failed dialing alignment. Two tick marks appear in dose window when different doses mark appears in the alignment gage window when rotating counterclockwise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.